Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed the device did not meet longevity. However, a cause for the longevity result was not confirmed at this time because the device was misfiled. If located, analysis will be completed and the results will be forwarded.

Event description:
The device was returned to the manufacturer and preliminary analysis suggests the device may test out of specification. The device has been replaced; no patient complications have been reported.